Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced in b5 and d11 is being filed under a separate medwatch report.

Event description:
This is being filed to report a single leaflet device attachment with recurrent mr. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and thin, friable posterior leaflet. The xtr clip delivery system (cds) (90528u169) was advanced to the mitral valve and the clip was implanted with a good grasp of the leaflets, reducing mr to 2-3 a second xtr cds (90528u171) was advanced to further reduce mr; however, echocardiogram revealed that the first implanted clip came off the posterior leaflet, a single leaflet device attachment (slda) and the leaflet became torn. There were several attempts made with the second clip to stabilize the slda but every time grasping was performed without issue, the posterior leaflet would fray. Therefore, the physician decided to abort the procedure with one clip implanted and the mr grade remained at 4. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported for failure to adhere or bond from this lot. All available information was investigated and the reported single leaflet device attachment (slda) resulting in tissue damage was due to patient¿s challenging anatomy (thin friable leaflet). The recurrent mitral regurgitation (mr) was due to the slda. The reported patient effects of mitral valve tissue damage and mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.